Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were causing the device to overheat which led to the motor not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a motor device "died". The reporter was unable to clarify whether the malfuction occurred during pre-surgery or surgery. A spare device was available for use. The exact date of the event was unknown but the reporter clarified the event occurred in 2013. It was unknown to the reporter if there were any delays in a surgical procedure. It was unknown if injuries or medical intervention were reported.  All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.